Manufacturer narrative:
Basal settings- no failure detected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 484 mg/dl. The customer took a manual injection to stabilize bg level. In addition, the customer reported to have experience a low bg of 56 mg/dl on (B)(6) 2016 and earlier on (B)(6) 2016. The customer consumed juice to stabilize bg level. The customer stated that the suspected cause of the low bg was possibly due to basal settings. The customer and contact are working with health care provider on basal settings. It was indicated that the customer would use manual injections as alternate insulin therapy.